Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). H3 other text : the asp provided a quote for diagnostic service; however, we are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information to obtain the device evaluation, repair, and operational st.

Event description:
This report is based on information provided by the philips authorized service personnel (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the device could not detect paddles/handle during self-test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.